Event description:
It was reported the customer's bolus wizard did not deliver insulin. The customer stated they pressed act after programming a bolus, and insulin was not delivered. Customer declined to troubleshoot as the issue has not occurred again. The customer stated the issue had occurred twice before. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.